Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction code reappeared. The customer understood the instructions given.